Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer cleared the alarm, or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 400 mg/dl.